Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the surgeon has noticed cracks in implanted lenses. There are eleven (11) injectors involved. This is one of several reports from this facility.

Manufacturer narrative:
Two opened company injectors were returned for the report of the injectors scratched the iols. The returned samples were visually inspected and were found to be non-conforming for the plunger heads slightly bent upward. A functional thread engagement and plunger movement check was performed and both samples were found to be conforming. Finally, a dimensional plunger position height check was performed and both samples were found to be nonconforming, due to the plunger head bent. The product was processed and released according to the product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. Six photos are attached. The reported lot number for this file was confirmed; however the reported issue could not be confirmed. Per the returned injectors etched with this lot, the manufacturing date is 09/13/2019, and the handpieces have been in use for approximately one and a half years. The evaluation does confirm the injector plungers have a bend at the plunger head resulting in a slightly upward plunger position, which may have contributed to a scratched iol. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. These injectors hve been in service for approximately one and a half years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., and h.6. The manufacturer internal reference number is: (B)(4).